Manufacturer narrative:
No product was returned as device is still in-situ. No radiographs or images were provided to confirm the complaint. The patients bone quality is unknown. The patients post-operative physical activity is unknown. Due to lack of information the root cause cannot be determined however, review of the reported event and similar events suggests malplacement or poor bone quality as suspected cause or contributors. No additional investigation can be completed. Labeling review:"...contraindications, contraindications include but are not limited to: 4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome...""...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation...""...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone...""...patient education: preoperative instructions to the patient are essential. The patient should be madeaware of the limitations of the implant and potential risks of the surgery. The patient should be instructed tolimit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. Thepatient must be made aware that implant components may bend, break or loosen even though restrictionsin activity are followed...

Event description:
On november 30, 2020, the patient underwent a maximum access surgery transforaminal lumbar interbody fusion procedure at t12/l2. On december 15, 2020, during a routine follow up x-ray showed subsidence. On december 22, 2020 a revision surgery was performed where pedicle screws were added to t11 and fixed with dual rods utilized oh connectors.